Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that a quick-core coaxial biopsy needle set had a particle that was observed inside the primary packaging. This incident was reported by the distributor agility logistics. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no physical/visual examination or dimensional analysis could be performed but, photos of the complaint device were supplied. The supplied photos show a brownish hair-like fiber in the sealed pouch. Additionally, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the product was reviewed for relevant information related to the reported failure. The IFU states: how supplied: ¿do not use the product if there is doubt as to whether the product is sterile.¿ the device history record (DHR) was reviewed for the lot provided. The DHR for the lot and the pouches used in the packaging of the complaint device revealed no nonconformances. A complaint database search was completed. No additional complaints for the lot were found from the field. As there are no related nonconformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, review of photos of complaint device, and results of the investigation, cook has concluded the main cause of the failure is manufacturing and quality related. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon inspection of the device at the distributor, a particle inside the primary packaging was observed. There was no patient involvement. No adverse effects were reported.